Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a non-penumbra catheter, a non-penumbra sheath, and a guidewire. It was noted that the patient¿s anatomy was tortuous with two 360-degree loops and had hard plaque. During the procedure, the physician successfully completed one pass in the target vessel using the 3maxc, catheter, and sheath. While retracting the 3maxc to remove it from the patient, the physician experienced resistance and noticed under fluoroscopy that the 3maxc broke near the ophthalmic vessel while the distal tip was in the m1. Subsequently, the physician removed the proximal piece of the 3maxc and aspirated the broken distal piece of the 3maxc out of the patient using the catheter. The physician decided to end the procedure at this point as the physician was unable to get past the plaque using the 3maxc. It was also reported that the patient¿s family did not want intravenous (IV) tissue plasminogen activator (tpa) administered to the patient. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned penumbra system 3max reperfusion catheter (3maxc) confirmed that the catheter was fractured. Evaluation revealed that the 3maxc was stretched. If the 3maxc is retracted against resistance during use, damage such as stretching and subsequent fracture may occur. The patient tortuous anatomy may have contributed to resistance during the procedure. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.